Event description:
End user reported red skin immediately adjacent to stoma to top and bottom of stoma. Extends one eighth of an inch beyond stoma.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reports a decrease in wear time of one day for the past 3 or 4 months. He cleans with (B)(4) liquid, dries and applies (B)(4) cohesive seal that he uses with (B)(4) urostomy pouch with accuseal tap with valve. He also reports he uses night drainage bag at night. End user reported previous wear time was (7) seven days. Discussion with end user and sterling rep occurred regarding crusting technique. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.